Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll luer was cracked / damaged / deformed. Verbatim: complaint via email. On (B)(6) 2026 x was informed of an event with eylea 8mg vial kit which was categorized with the defect component issue, ci-difficulty withdrawing dose on (B)(6) 2026, x medical information was notified of an event: ¿the needle could not pull med into the syringe to draw the drug up¿.